Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had elective replacement indicator (eri) due to high battery impedance and pacing failure. It was also noted there was a pacing failure with the right ventricular (rv) lead. The ipg was reprogrammed explanted and replaced. It was also noted there was a pacing failure with the right ventricular (rv) lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.